Event description:
N/a.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site telephone.updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. An ICU rn reported an autofill failure alarm on a cardiosave sensation plus 50cc catheter. Troubleshooting steps, including a console change, were unsuccessful during the initial call. Esp recommended obtaining a chest xray to verify catheter placement, adjusting the catheter as needed, and provided guidance should the balloon continue to fail. Follow up with the day shift nurse several hours later confirmed the pump was operating normally with no further issues. No patient injury was reported.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.